Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after deployment of this transcatheter bioprosthetic valve, an angiogram indicated moderate para valvular leak (pvl). After a post implant balloon aortic valvuloplasty (bav) was performed, contrast into the right ventricle was noted due to a ventricular septal defect (vsd). Subsequently, a second valve was implanted, which resolved the pvl and sealed the vsd. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Cine films submitted for review did not confirm that a post-implant bav was performed to correct a moderate leak, but they did confirm the presence of a ventricular septal defect (vsd) jet. The films also confirmed that a second valve was implanted to seal the jet off and once both valves were fully deployed, no jet was seen. An assignable root cause for this event cannot be determined at this time. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.